Manufacturer narrative:
Investigation: bd received photos from the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for label lift with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA# 1064141. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Event description:
It was reported that prior to use it was discovered that the labels were peeling with a bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes. The following information was provided by the initial reporter: it was reported that the labels are peeling. Additional information provided by customer: what date were the peeling labels identified?: approximately 1 month ago, but persists. We only go through 5 trays per month at toronto rehab uc site. What is the affected quantity? I don¿t know how many of these trays are affected as I just know how all that have been ordered and received at our toronto rehab sites have this issue ¿ about 90% of each tray and we had 2 trays in the past month.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use it was discovered that the labels were peeling with a bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes. The following information was provided by the initial reporter: it was reported that the labels are peeling. Additional information provided by customer: what date were the peeling labels identified? Approximately 1 month ago, but persists. We only go through 5 trays per month at (B)(6) site. What is the affected quantity? I don¿t know how many of these trays are affected as I just know how all that have been ordered and received at our (B)(6) rehab sites have this issue ¿ about 90% of each tray and we had 2 trays in the past month.